Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513748m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, blood pressure tended to decrease. Pericardial effusion was confirmed by echocardiography. Pericardial effusion was drained by puncture. Because of venous blood, it was considered to be at the time of coronary sinus ablation, but there was no causal relationship with the product. The patient was stable and left the hospital. The physician commented that it was due to his-rv catheter. The physician commented that no causality. Additional information received indicating the adverse event discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related to bwi product. It was likely related to his-rv catheter (non- bwi product). Pericardiocentesis was conducted and pericardial fluid was drained. The patient outcome of the adverse event is fully recovered (no residual effects). It was not reported that extended hospitalization was required. A smartablate generator was used as well as a thermocool® smarttouch® sf catheter used. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred after ablation procedure was completed. No error message was observed during bwi product use.